Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 123 mg/dl. No significant events leading to the alarm were observed. The customer stated that the battery was weak, so he replaced it, and then the insulin pump restarted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump passed displacement test, operating currents, self test, error test and off no power test. No weak battery alarm, no alarm noted and no reset alarm. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.